Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was injected with skinvive¿ by juvéderm®. The following month, the patient began to feel ¿lumps.¿ weeks later, the patient saw a ¿flare up¿ and began to feel ¿more aggressive red/purplish looking lumps.¿ the patient was seen 10 days later, where ¿visible purplish hard lumps 1 cm in size¿ were seen, some noted as ¿tender.¿ the patient was treated with antibiotics and steroids. Event was ongoing.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: a2, a4, b5, b7, c1, d4, h4, h6, h8.

Event description:
Additionally, the healthcare professional reported injecting the patient in the cheek and chin with 2 ml of skinvive¿ by juvéderm®. One and half months later, the patient began to feel ¿a nodule and flare (multiple nodules, purplish in color)/delayed hypersensitivity reaction¿ at injection site.¿ the patient was treated with prednisolone 30 mg x 7 days, doxycycline 100 mg bd x 2 weeks. After the 2 weeks, the patient was treated with hyalase 400 iu in +15 ml vials.